Event description:
The doctor reported that the customer was hospitalized for dka. Troubleshooting was performed. The programming and histories on the pump were accurate. A fixed prime test also was performed and the insulin exited. The device was operating as designed. Instructed the customer to change the set and site per doctor's instructions. The customer called back a few days later and stated that their bgs remain high ever since the admission. The customer indicated that their bgs would lower with boluses but feels that their basal rates are not working. A replacement pump was requested.